Event description:
Report of alleged "while operating the remote fold and unfold buttons back and forth, to deploy lift with no effect, user grabbed right side of platform and pulled. Platform fell out of lift injuring user on her left side. User did not receive medical attention after incident.